Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the patient experienced syncope and was taken to the emergency room. Oversensing, noise was observed on the right ventricular (rv) lead. The physician believed the issue was related to the patient's anatomy instead of a malfunction due to a similar event with an older lead that was addressed in (B)(6). The patient's system was abandoned and de-activated on the left side. A new implant was installed on the patient's right side with favorable parameters. The patient was stable throughout the procedure. No discomfort was noted. Note: the older lead addressed in (B)(6) was reported in manufacturer report number 2017865-2021-40043.